Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The customer's blood glucose reading was unknown. The customer stated that when he rewound the pump, filled the tubing and tried to bolus, he received a motor error. The customer was advised to allow the bolus delivery to complete before accessing the sensor glucose graph or by ensuring the graph timeout is set to 2 or default, 4 to 6 minutes and avoid selecting none. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised to return the pump with the battery and to zero out the basal rates.